Event description:
Received a report from a consumer who indicated three days after the end of menses. Consumer expelled the coverstock of a tampon. Consumer is unsure if tampon was super or super plus absorbency as consumer had used both sizes during her menses.